Event description:
Event description guidant received information that during the procedure to reposition this ventricular lead, which dislodged due to the patient raising his arm, the helix became difficult to extend and retract. The lead was removed, replaced and returned for analysis.